Manufacturer narrative:
Software investigation completed. Findings are that the surgeon used an improper trace pattern where he traced the loose skin on the patient cheeks and under the eyes, creating a "glasses" type trace. Additionally, the model of the patient shows the patient to be larger and have excessive skin. The tracing technique was not optimal to create a registration. Software is functioning as designed.

Event description:
A medtronic ent representative reported that while in a fess surgery, the surgeon performed a tracer registration using the landmarx application and alleged an inaccuracy superiorly. When the registration probe was touching the tip of the nose, it seemed to be in a space about 2mm. Another registration was performed with the same results. The surgeon decided to continue using navigation and successfully completed the case without issue. There was no negative impact on patient outcome reported.